Event description:
It was reported that the pump touchscreen was not working properly, as pressing on the touchscreen at an area would trigger a response in an unintended way. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.